Event description:
As device serial number was not provided, device history record could not be reviewed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. To solve the reported issue, the battery was replaced however with no other evidences to confirm the origin of the defect the root cause of this event cannot be confirmed. To our knowledge this complaint was not related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Dead battery (replaced).